Event description:
New etq created in order to update etq (legacy system) complaint number wpc 8739-2012. Reason for original complaint: litigation papers allege the patient suffers from pain. **update** (B)(6) 2012 - pfs was received. Part/lot information was received. There is no new information that would change the outcome of the investigation (right hip) **update** (B)(6) 2013 litigation alleges inflammation, damage to surrounding bone and tissue, lack of mobility, metallosis, osteolysis, pseudotumors, discomfort, bodily impairment and elevated metal ion levels. There is no new additional information that would affect the investigation. **update** (B)(6) 2013 patient has been revised to address acetabular loosening and trunion area metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.